Event description:
Surgeon advised that approximately 2-3 cm of the tip of the threaded guide wire broke off in the head of the cannulated screw interoperatively, and he elected not to attempt retrieval.

Manufacturer narrative:
No evaluation could be made, no conclusion could be drawn as no device has been returned.